Event description:
The facility representative reported a flo-gard infusion pump with a broken door. The device was also being returned for preventive maintenance. It is unknown when or in which care area this event occurred. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken pump head door in the latch area, including a missing latch. Due to refusal of the service estimate, the device was returned unrepaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.